Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed multiple kinks to the sheath. The stent is partially deployed and separated approximately 16mm from the distal end of the middle sheath. The stent appears to have been stretched prior to separating. The total length of the returned stent measures approximately 140mm. The distal end of the separated stent did not return for analysis. The pull rack is separated at the handle. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that could have contributed to the deployment issue.

Event description:
It was reported that partial deployment and fracture of the stent occurred. Vascular access was gained via contralateral approach. The 100% stenosed target lesion was located in a steep bifurcation in the middle of the mildly calcified superficial femoral artery (sfa). The vessel was prepped with a 3mm and a 4mm sterling balloon. A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for an angiogram to treat chronic total occlusion (cto). During deployment, the stent deployed to approximately 30-40mm and the deployment handle broke. Approximately 30mm of the stent stretched and fractured during removal from the patient. The fracture occurred in the adductor canal area of the anatomy. A portion of the stent remains implanted. A 5x150 non-boston scientific covered stent was placed across the fractured eluvia stent. There were no patient complications, and the procedure was successfully completed.